Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following damages, which were not reported: the pitch cable was found to be loose at the distal clevis hub. Both cable crimps remained in the clevis and frayed pitch cable. Upon removal of housing, a loose pitch cable was found at the clamping pulley, however, the clamping pulley screw was not loose. There was visible residue on the clamping pulley by the cable rails. Failure analysis concluded that the damage was likely due to improper cleaning. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the prograsp forceps instrument was not working due to visible broken wire at jaw. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.